Manufacturer narrative:
There was no patient involvement reported. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was intermittently not heating on the patient side during a procedure. There was no patient injury reported. The facility biomed reported to have successfully reproduced the issue and attempted to determine the source by opening up the unit and checking for loose connections, but none were found. Once the unit was closed, the issue could no longer be reproduced. A sorin group field service representative was dispatched to the facility to investigate and was also unable to reproduce the reported issue. Two printed circuit boards were replaced as a precaution. A functional verification was performed per the tsi checksheet and no issues were discovered. The unit was placed back into service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. As the issues could not be reproduced, a root cause could not be determined and no corrective actions were identified. Sorin group (B)(4) will continue to monitor the market for trends related to this issue. Unit working properly, returned to serv.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was intermittently not heating on the patient side during a procedure. There was no patient injury reported.